Manufacturer narrative:
The investigation for the difficult insertion issue has been completed. The introducer was returned and insufficient score lines were observed. The introducer was returned in 2 uneven pieces (as stated by the clinical to have been cut with scissors) separated in a different location than the score lines. The root cause of the introducer damage issue was likely due to insufficient score lines leading to sheath peeling issue. Added- d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was received from the customer on 29-may-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿

Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that complications were encountered with the introducer following the successful implant of an impella cp pump. It was stated that the peel away sheath failed to crack / peel away from around the catheter and had to be removed with scissors. There was no patient harm resulting from the failure. Following the implant, it was also noted that a hematoma developed around the access site. Femostop was placed to manage the condition and support with the implanted pump was maintained. (Not enough information to associate use of device with outcome.)